Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a renegade microcatheter. The device was received in the shipping tube with approximately 6cm protruding out of the tube. Microscopic examination revealed that damage in the form of stretching and a kink located 5cm rom the hub. The device was not separated. The device was removed from the shipping tube and it was noticed that there was another stretched area and a kink located 19cm from the hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the microcatheter was fractured. A 135/20 renegade hi-flo kit was selected for use. During unpacking, it was noted that the microcatheter was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure.

Event description:
It was reported that the microcatheter was fractured. A 135/20 renegade hi-flo kit was selected for use. During unpacking, it was noted that the microcatheter was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure.